Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 1688t competitive implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced earlier than expected longevity. The device was explanted and replaced. The patient was enrolled in the (B)(4) study, which involves high output on the left ventricular (lv) lead for an amount of time at the beginning of the study. No patient complications have been reported as a result of this event.